Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. On the same day, it was reported that the patient, who was experiencing lightheadedness, dizziness, weakness, sweating, shakiness, and confusion. Her cgm was reading 177 mg/dl and the bg meter was reading 58 mg/dl. Emergency medical services (ems) was called and the patient was transported to the emergency room (ER). Ems established an IV line on their way to the ER. At the ER, the patient was treated with IV dextrose (d10) and a glucose injection. Despite treatment, the patient¿s bg levels continued to drop (no specific value was provided). It was reported additional ¿glucose treatments¿ were provided to the patient to stabilize her bg level. The patient was discharged on (B)(6) 2025. The patient was ¿stable and okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.